Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch verio flex meter was reading inaccurately high, compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported obtaining an alleged inaccurately high result of ¿562 mg/dl¿ with the subject meter, at an unspecified time on (B)(6) 2018. This was compared to a result of ¿463 mg/dl¿ obtained on another (¿doctor¿s¿) meter within 30 minutes. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with lantus insulin and novolog insulin (self-adjusted). She reported that, in response to the alleged product issue, she increased her insulin dose by ¿8-10 units¿ at an unspecified date and time. The patient then reported that at an unspecified date and time, after the product issue, she developed the symptoms of ¿shakiness, sweaty and unable to move¿. The patient denied receiving any treatment for her symptoms over and above her usual routine for diabetes management. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing, the results obtained were from an approved sample site and a control test was not manually selected. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the patient reportedly developed symptoms suggestive of a serious injury adverse event, after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.